Manufacturer narrative:
B5 - describe event or problem has been updated. H6 -device codes "difficult to remove" has been added. E1- initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 48mm synergy xd drug-eluting stent was selected for use. However, when the tip cover was removed, the stent edge was found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the stent protection cover was not removed smoothly from the stent resulting in stent distal tip to be lifted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis without a mandrel or stent protector attached. A visual examination of the stent found proximal and mid-stent damage, with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Attempted to load test mandrel via the distal tip, but would not load past the stent damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 48mm synergy xd drug-eluting stent was selected for use. However, when the tip cover was removed, the stent edge was found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the stent protection cover was not removed smoothly from the stent resulting in stent distal tip to be lifted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 48mm synergy xd drug-eluting stent was selected for use. However, when the tip cover was removed, the stent edge was found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.